Manufacturer narrative:
During evaluation of the device it was found that the pump would alarm air-in-line continually even without any air present in the tubing. Testing was completed on 7/12/2023. The air-in-line sensor was replaced and the pump passed testing.

Event description:
Zyno medical received a report that a pump had a note that just stated "air in line" indicating an unknown issue with the air-in-line sensor. No patient harm reported.